Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason for explant mentioned as malpositioned intra ocular lens. The iol was exchanged for same company different model lens with 1 months 11 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned inside white gauze material inside a small office envelope. Viscoelastic was dried on the lens. The lens was cleaned with klrp to evaluate. The optic has a long scrape mark on the anterior surface with additional small scratches on the anterior and posterior optic surfaces. The optic edge has a small chipped area and a small split area. Power and resolution were verified by an engineering technician. The lens met specification for power and resolution for a company 18.5 diopter lens. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. The root cause cannot be determined for the reported complaint of malpositioned intraocular lens (iol)/blurred vision, explant. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens was verified by an engineering technician. The lens met specification for power and resolution for a company (3.75 cylinder) 18.5 diopter lens. Information was provided that the patient had pre-existing ocular conditions of primary open angle glaucoma and central retinal vein occlusion left eye. The response from the facility was that in the surgeon opinion, a mechanical breakdown of the product resulted in the issue. The company (3.75 cylinder.) 18.5 diopter lens was removed and replaced with another model (2.25 cylinder.) 18.5 diopter company lens. Due to the exchange of a company (3.75 cylinder.) 18.5 diopter lens for an company (2.25 cylinder.) 18.5 diopter lens, this suggests that the difference in the cylinder power of the replacement lens model may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).